Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bs-obtryx. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 11/27/2015. It was reported that following insertion the patient experienced infection, urinary/bowel problems and recurrence. It was reported that patient underwent laparotomy, lysis of abdominal pelvic adhesions, resection of right adnexal mass on (B)(6) 2012 due to abdominal mass, pelvic adhesions, and abdominal pelvic pain. No additional information was provided. (B)(4).